Event description:
A us distributor contacted zoll on (B)(6) 2015 to report that a pt passed away on (B)(6) 2015 while wearing the lifevest in a nursing facility. Review of the event reveals that the pt experienced an inappropriate defibrillation event consisting of two shocks during asystole. Oversensing of small artifact and CPR artifact contributed to the false detection. There is no info to suggest that the lifevest caused or contributed to the pt's death. Asystole is considered a non-treatable rhythm.

Manufacturer narrative:
Device eval: device eval of monitor sn (B)(4) and belt sn (B)(4) have been completed. The reported problem (patient death) was investigated. The monitor was fully functional and able to detect and treat. The electrode belt failed incoming testing. The cause of the incoming test failure is an internally shorted esd700 component. The root cause of the esd700 is under investigation. Monitor (B)(4). Electrode belt (B)(4), manufacturing date: 04/01/2014.